Manufacturer narrative:
Device has not yet been returned, precluding a full investigation and root cause analysis. Although no adverse event occurred, following consultation with our medical director, this event failure mode has been determined to be reportable due to the potential of misdiagnosis as a result of lost or damaged tissue. Therefore, pursuant to 21 cfr 803, we are submitting this medwatch report. Device not received.

Event description:
The (B)(4) affiliate reported that during the procedure the samples remained blocked in the needle. Use of 2 other needles with the same lot number similar problem rinse through the tubing to extract the levies. No patient complications. On (B)(6)2017 follow up with affiliate indicated that "they rinsed the tube of the probe in order to get the sample of the cells".